Event description:
Foley catheter placed with urine returned, attempted to inflate balloon. Patient complained of pain, plunger pulled back on syringe in an attempt to advance foley. Unable to advance. Pulled back on plunger to decompress balloon and remove foley, minimal resistance noted. Upon removal of catheter found foley balloon inflated with 0.5-1.ml of fluid and some bleeding noted from meatus. Attempted to deflate balloon after removal and still unable to deflate balloon. Balloon had been able to inflate and deflate prior to patient insertion. Urology consulted, questioned if device was faulty. They were able to place an 18 coude catheter and the cathe will be left in place for several days at which time a trial of void will be attempted. Reason for use: diuresis for congestive heart failure with b/o urinary.